Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event was involved a primary plum set which was reported that the primary line was primed with no issues and it was inserted into the plum 360, and therapy commenced as a normal saline preflush. The leaking was observed at the air port on the 14015 0.2 filter after a few minutes of running after a few minutes of running. The line was changed and started again with no further issues. There is aware of the issue when droplets noticed dripping from the filter air ports. No medication was used with the product. The product is not contaminated with a biohazard or chemotherapeutic agent and it was not reprocessed or re-sterilized prior to use. The quantity affected is 1, and the sample is available for evaluation. There was patient involvement and delay in therapy, but no adverse events.